Event description:
It was reported that the patient presented in the clinic with diaphragmatic stimulation. It was noted that the left ventricular (lv) lead exhibited loss of capture. The lv lead was explanted and replaced on (B)(6) 2025. The patient is in stable condition.